Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover was scratched, the bending section rubber glue was lifted, and the insertion section and biopsy channel were scratched. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms 1 cfu/endoscope. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected microbiological contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.